Event description:
The caller, rep of clinic department, reported that while preparing to intubate a pt the top cap (connector) broke off and fell into the floor. The caller confirmed that no intervention was required as the pt had yet to be intubated. This report is associated to the second occurrence referenced on MFR# 2936999-2013-00297.

Manufacturer narrative:
Conclusion not yet available - eval in progress.